Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty scope socket was discovered. When a scope was connected to the unit, noise (static) was displayed and a "b30" error was also displayed. Locking mechanism was also sticking intermittently. Additionally, the socket and coil, minor cosmetic damage, the lamp had 500 or more hours, heat sink assembly had the wrong type of installation screws and washers which the unit failed due to missing screws. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The device was returned to the olympus repair center for general inspection. There was no complaint alleged against the device. During evaluation, a faulty scope socket was discovered. When a scope was connected to the unit, noise (static) was displayed and a "b30" error was also displayed. Locking mechanism was also sticking intermittently. There was no patient involvement; the issue was identified during service.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the scope socket was found to be faulty. It is likely that b30 was displayed because communication failure occurred due to unstable connection with an endoscope. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.